Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the lead, around the contacts, uncoiled as the surgeon was attempting to connect the lead to the extensions. It was noted that the surgeon pulled on the lead contacts. An inter-operative impedance check was performed and contact numbers two and three were determined to be ¿open contacts¿; impedances were 33 ohms for each. The therapeutic contacts were found to be effective during the initial lead placement so the battery was inserted and the surgery was concluded. Therapy was effective in relieving the patient¿s tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.